Manufacturer narrative:
The product was returned and investigated. The complaint was not confirmed, and no new issues were observed. All results were within the range specification for the device.

Event description:
A customer reported obtaining imprecise sequential readings on their meter. The customer reported that they obtained readings of 367 mg/dl and 80 mg/dl within a 10-minutes timeframe. When plotted on a parkes error grid, the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.